Event description:
It was reported that, after a tka revision surgery, the patient fell on the knee. A revision surgery was performed to treat the resulting patellar tendinitis. The genesis ii ps high flexion insert, which had broken and dislodged, was explanted. The patient outcome is unknown.